Event description:
The user fell while using the walker. A wheel fell ofgf. The user could not provide any details. The user had pain and bruises.

Manufacturer narrative:
The walker's left rear wheel camer off. The wheel axles of the walker were according to spefication. The circlip that prevents the wheel from comnig off was missing when the walker was returned and thus could not be examined. (B)(4).